Event description:
It was reported that the patient did not receive insulin, resulting in elevated glucose levels, with a fingerstick reading exceeding 600 mg/dl. The event involved patient impact; however, no patient harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.